Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain], catamenial migraines [migraine], excessive perspiration [perspiration excessive], tingling arms [paraesthesia upper limb], feeling of burning legs [burning leg], chronic fatigue [chronic fatigue], sleep disturbance [sleep disturbance], muscle pain [muscle pain], iron deficiency [iron deficiency], microcytosis without anemia [microcytosis], loss of libido [loss of libido], inflammation of the pudendal nerve [pudendal neuralgia], urinary disorder [urinary tract disorder], joint pain [joint pain], tendon pain [tendon pain], loosening of teeth [loose tooth], eczema [eczema], sight disorder/decompensation [visual disturbance], burning eyes [burning eyes], teary eyes [teary eyes], abdominal swelling [swelling abdomen], excessive bloating [bloating], flatulence [flatulence], soft stools [soft stools], watery stools [stools watery]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-oct-2024. The most recent information was received on 06-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), migraine ("catamenial migraines"), hyperhidrosis ("excessive perspiration"), paraesthesia ("tingling arms"), burning sensation ("feeling of burning legs"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain"), iron deficiency ("iron deficiency"), microcytosis ("microcytosis without anemia"), loss of libido (" loss of libido"), pudendal canal syndrome ("inflammation of the pudendal nerve"), urinary tract disorder ("urinary disorder"), arthralgia ("joint pain"), tendon pain ("tendon pain"), loose tooth ("loosening of teeth"), eczema ("eczema"), visual impairment ("sight disorder/decompensation"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), swelling abdomen ("abdominal swelling"), bloating ("excessive bloating"), flatulence ("flatulence"), faeces soft ("soft stools") and diarrhoea ("watery stools"). At the time of the report, the outcomes for migraine, hyperhidrosis, paraesthesia, burning sensation, fatigue, sleep disorder, myalgia, iron deficiency, microcytosis, loss of libido, pudendal canal syndrome, urinary tract disorder, arthralgia, tendon pain, loose tooth, eczema, visual impairment, eye irritation, lacrimation increased, swelling abdomen, bloating, flatulence, faeces soft and diarrhoea were unknown. No causality assessment was received for essure with regard to migraine, hyperhidrosis, paraesthesia, burning sensation, fatigue, sleep disorder, myalgia, iron deficiency, microcytosis, loss of libido, pudendal canal syndrome, urinary tract disorder, arthralgia, tendon pain, back pain, loose tooth, eczema, visual impairment, eye irritation, lacrimation increased, swelling abdomen, bloating, flatulence, faeces soft or diarrhoea. According to bayer qa, the batch number: 82269509 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Back pain [back pain]. Catamenial migraines [migraine]. Excessive perspiration [perspiration excessive]. Tingling arms [paraesthesia upper limb]. Feeling of burning legs [burning leg]. Chronic fatigue [chronic fatigue]. Sleep disturbance [sleep disturbance]. Muscle pain [muscle pain]. Iron deficiency [iron deficiency]. Microcytosis withou anemia [microcytosis]. Loss of libido [loss of libido]. Inflammation of the pudendal nerve [pudendal neuralgia]. Urinary disorder [urinary tract disorder]. Joint pain [joint pain]. Tendon pain [tendon pain]. Loosening of teeth [loose tooth]. Eczema [eczema]. Sight disorder/decompensation [visual disturbance]. Burning eyes [burning eyes]. Teary eyes [teary eyes]. Abdominal swelling [swelling abdomen]. Excessive bloating [bloating]. Flatulence [flatulence]. Soft stools [soft stools]. Watery stools [stools watery]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. 82269509) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), migraine ("catamenial migraines"), hyperhidrosis ("excessive perspiration"), paraesthesia ("tingling arms"), burning sensation ("feeling of burning legs"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain"), iron deficiency ("iron deficiency"), microcytosis ("microcytosis withou anemia"), loss of libido (" loss of libido"), pudendal canal syndrome ("inflammation of the pudendal nerve"), urinary tract disorder ("urinary disorder"), arthralgia ("joint pain"), tendon pain ("tendon pain"), loose tooth ("loosening of teeth"), eczema ("eczema"), visual impairment ("sight disorder/decompensation"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), swelling abdomen ("abdominal swelling"), bloating ("excessive bloating"), flatulence ("flatulence"), faeces soft ("soft stools") and diarrhoea ("watery stools"). At the time of the report, the outcomes for migraine, hyperhidrosis, paraesthesia, burning sensation, fatigue, sleep disorder, myalgia, iron deficiency, microcytosis, loss of libido, pudendal canal syndrome, urinary tract disorder, arthralgia, tendon pain, loose tooth, eczema, visual impairment, eye irritation, lacrimation increased, swelling abdomen, bloating, flatulence, faeces soft and diarrhoea were unknown. No causality assessment was received for essure with regard to migraine, hyperhidrosis, paraesthesia, burning sensation, fatigue, sleep disorder, myalgia, iron deficiency, microcytosis, loss of libido, pudendal canal syndrome, urinary tract disorder, arthralgia, tendon pain, back pain, loose tooth, eczema, visual impairment, eye irritation, lacrimation increased, swelling abdomen, bloating, flatulence, faeces soft or diarrhoea. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.